Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The irritation was reportedly all over the patient's front and back and was described as broken out and getting raw. The patient's doctor suggested the use of an antibiotic. During follow-up, the patient reported that the affected area felt better after removing the vest.